Manufacturer narrative:
The faulty unit was shipped to spacelabs healthcare for depot repair. The device was received and tested by a equipment service center technician. No functional faults were found with the device. Cause of failure could not be determined as no faults were found with the unit.

Event description:
The customer reported that while monitoring patients on a exhibit central station (xcs), the central station become frozen and then would constantly reboot. There was no patient or user harm associated with this event.